Manufacturer narrative:
On 08/09/2016 lab test from retains of the lot 00046825 that is the one associated with this product was satisfactory. The adhesion results on the samples and the control sample are comparable. No defects found. Aso reviewed the complaint history on the same lot number and found that this was the only complaint received on this lot number for this issue.

Event description:
Bandage is causing her skin to become irritated and when she went to remove the product, it took her skin off.

Manufacturer narrative:
On (B)(6) 2016 lab test from retains of the lot 00046825 that is the one associated with this product was satisfactory. The adhesion results on the samples and the control sample are comparable. No defects found. Aso reviewed the complaint history on the same lot number and found that this was the only complaint received on this lot number for this issue. On 09/01/2016 the adhesion results on return samples of the lot 00046825 were comparable to the control sample. No defects found.

Event description:
Bandage is causing her skin to become irritated and when she went to remove the product it took her skin off.